Manufacturer narrative:
(B)(4). Date sent: 4/28/2021. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The DHR for lot 24719 was reviewed. No ncs, defects, or reworks related to the product complaint were found.

Manufacturer narrative:
(B)(4). Date sent: 11/8/2023. Additional information received: relationship to study device: causal relationship. Relationship to primary study procedure: not related. Dilation performed: yes. Indicate type of dilation? Pneumatic. Date of dilation: (B)(6) 2023. Outcome : not recovered/not resolved: recovered/resolved.

Manufacturer narrative:
(B)(4). Additional information was obtained: linx implant date: (B)(6) 2021, out-patient procedure but had overnight stay. Discharged on (B)(6). Concomitant procedure performed during implant - laparoscopic paraesophageal hernia repair. Subject experienced mild esophageal spasms staring on (B)(6) (mild) and dysphagia on (B)(6)(severe). Subject was admitted on (B)(6) and discharged (B)(6). The dysphagia was considered a sae due to ¿required in-patient hospitalization¿. Pt reported to have received drug therapy (24 hrs of IV steroids). Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? Yes; all of those tests. When using the linx sizing device what technique was used to determine the size? The esophageal sizing tool was wrapped around the esophagus, 3 pops were used to find the correct size. Did the patient have an autoimmune disease? Yes; crohn¿s disease. Is the patient currently taking steroids / immunization drugs? Mercaptopurine. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Not dysphagia but globus sensation. How severe was the dysphagia/odynophagia before intervention? Significant, she could not tolerate liquids. Were there any intra-operative complications during implant? No complications.

Event description:
It was reported via clinical trial patient (B)(6), experience esophageal spasms relationship to study device: causal relationship to primary study procedure: not related experience dysphagia relationship to study device: causal relationship to primary study procedure: not related.